Manufacturer narrative:
The histological analysis is still ongoing. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. X-ray analysis showed the presence of leaflets calcification. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as the histological analysis is still ongoing.

Event description:
The manufacturer was notified on (B)(6) 2013 that of a mitroflow valve 912a size21) was explanted after 4.3 years due to an early structural valve deterioration due to calcification.